Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a patient in the month of jul2022. Repeat testing was generated a negative result, pcr confirmation testing was performed on a new sample with in 5 minutes and generated negative result. No additional patient information, including treatment and outcome, was provided at this time.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot 1063203 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1063203, test base part number 190-430 / lot 1063203. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063203 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a patient on (B)(6) 2022 direct tested on a nasopharyngeal sample. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment but they had to quarantine until pcr results are generated.